Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 502 mg/dl. The customer went to the hospital due to issues with the air gallbladder. The customer was not treated for their high blood glucose. The customer called just to make sure their insulin pump was working correctly. The customer was assisted with checking the settings on their insulin pump and found everything was fine. The customer did not return the product back for analysis.